Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient complained of occasional withdrawal symptoms. The physician performed a catheter dye study, and the catheter aspirated successfully. He decided to revise the pump segment of the catheter as he said it looked like it was coiled up a little and may be pinched off when the patient was in certain body positions. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: during the revision the catheter aspirated successfully, he replaced the pump segment, and it aspirated again successfully. The explanted pump segment showed no signs of defect or damage. The hcp has no further information for medtronic. Outcome: the issue was resolved. The patient weight and medical history were asked but unknown. The patient was alive.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the patient¿s withdrawal symptoms and the catheter being coiled up a little was not determined. The catheter was not pinched off.